Event description:
It was reported that this inflatable penile prosthesis that was originally implanted in 2015, was removed as it stopped working 48 weeks prior to the surgery. A new inflatable penile prosthesis was implanted. No patient complications were reported.